Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary vessel. A 3.50x12mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion and the undeployed stent wedged in a saphenous vein graft (svg). The patient was scheduled for an open heart surgery. No patient complications were reported.